Event description:
Rn found silicone catheter from PICC in the bed. It had been pulled out of the hub. Hub still attached to IV solution. The catheter was measured and entire length accounted for. No harm to pt.